Manufacturer narrative:
There was no product malfunction. A screen shot of alarm logs were submitted by the customer to philips. The information was reviewed by a philips complaint investigator (ci). The image showed several vtach, as well as desat and asystole alarms, between 15:36 and 16:17 on (B)(6) 2017 for bed label icu101. The image showed that the alarms were silenced. Testing of the device by the customer biomed via their own internal work order found the device operating as expected. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
Medwatch form ((B)(4)). A follow up report will be submitted once the investigation is complete.

Event description:
User medwatch form ((B)(4)) received, which states " patient in v¿tach, code blue initiated and return of spontaneous circulation (rosc) achieved; alarm system failed to correctly respond to lethal rhythm. Alarm did not sound and monitor did not change despite correct alarm parameters noted." The device was in clinical use at the time the issue occurred. The medwatch form did not indicate if there was a patient injury or death. However, based on the description of the incident, the patient is believed to have recovered, after the code blue.